Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this newly implanted device exhibited a shock impedance measurement of greater than 125 ohms. It was noted that this patient had experienced high out of range shock impedance measurements with their right ventricular (rv) lead and previous device to this. It was noted during the change out procedure to this current device, quite a few calcifications were observed in the pocket. This patient was on warfarin. The physician noted this patients ejection fracture had normalized. This patient is eighty years old so they will be monitored for now. This device remains in service. No adverse patient effects were reported.